Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft, a vela suprarenal proximal extension, and a limb stent graft. Approximately five and a half (5.5) years post initial procedure, the patient presented at routine follow-up with a type ia endoleak and asymptomatic. The physician elected to treat the patient by implanting an additional afx vela suprarenal on (B)(6) 2022. The endoleak was confirmed resolved.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. Devices remain implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest type ii endoleak from lumbar occurred that was not included in the event as reported. These findings were discovered during an examination of the 1month and 67month post implant computerized tomography scan. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. Though unable to identify the contributing factors due to a lack of the pre-CT imaging, it is unclear if the type ii endoleak from the lumbar contributed to the reported event. The final patient status was reported being stable no additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. B5: describe event or problem ¿ correction; updated. D10: concomitant medical products and therapy dates - correction. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft, a vela suprarenal proximal extension, and a limb stent graft. Approximately five and a half (5.5) years post initial procedure, the patient presented at routine follow-up with a type ia endoleak and asymptomatic. The physician elected to treat the patient by implanting an additional afx vela suprarenal on (B)(6) 2022. The endoleak was confirmed resolved. Correction: the patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft, a vela suprarenal proximal extension, and a limb stent graft. Approximately five and a half (5.5) years post initial procedure, the patient presented at routine follow-up with a type ia endoleak and asymptomatic. The physician elected to treat the patient by implanting an additional afx vela suprarenal on (B)(6) 2022. The endoleak was confirmed resolved. After the initial report, the clinical assessment determined that there was evidence to reasonably suggest type ii endoleak from lumbar occurred that was not included in the event as reported. The type ii endoleak was discovered during review of the 1month and 67month post implant computerized tomography scan.